Manufacturer narrative:
No complaint was received with the return of the device; failure event observed during analysis. Final analysis found burn marks on the printed circuit board of the ac adapter and the transmitter which resulted in a power up anomaly.

Event description:
This report is to advise of an event observed during analysis.